Manufacturer narrative:
B5- the reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -15.00/2.00/091 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo13.2 implantable collamer lens of -15.00/2.00/091 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.